Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012. Device unavailable for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).